Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 26mm transcatheter bioprosthetic valve, while in recovery, a junctional rhythm and low blood pressure occurred. The patient returned to the operating room with a continued drop in blood pressure, cardiopulmonary resuscitation (CPR) was initiated, and the patient was put on a bypass pump. A left coronary artery angiogram revealed no blockage but slow blood flow. This was also observed via echocardiogram. The transcatheter valve was pulled up into the ascending aorta with the diagnostic catheter and the heart function slightly improved. A 23 mm non-medtronic transcatheter valve was then implanted into the native aortic valve. The patient was weaning from the bypass pump and the blood pressure was recovering. The blood pressure decreased again and the bypass pump was restarted. However, the blood pressure remained low, did not recover and the patient then expired. As reported, the physician alleged a delayed coronary obstruction contributed to the patient's death.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. In this event, the valve reportedly moved higher (dislodged) upon deployment. Potential factors that can influence a valve to dislodge include, but are not limited to, tension applied on the delivery catheter system (dcs) during positioning, patient calcification levels and compliance of the aorta and native vessels. However, based on the information received and cine review, an assignable root cause for the dislodgement could not be determined. Valve dislodgement events are typically not related to a device malfunction. The reported junctional rhythm (type of conduction system disturbance) and low blood pressure (hypotension) are potential adverse events associated with the implantation of the valve per the instructions for use (IFU). Conduction disturbances may be related to factors such as depth of implant, baseline conduction defects, and anatomical considerations. Hypotension is an effect that is highly dependent on the patient¿s pre-procedural condition and can occur during the implant procedure. However, these conditions may have been related to the coronary occlusion which can be attributed to procedural factors (e.g., valve positioning, sizing, technique) and/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia). Per the physician, the valve caused the obstruction of the coronary artery which led to patient death. However, while the cine review was able to confirm slow flow (no blockage) in the left coronary artery, a cause of death was not confirmed. There was no indication of a potential manufacturing issue, device misuse or a quality deficiency. Updated data: event problem. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that at 80% deployment of the valve, it was positioned lower and upon final depl oyment, the valve moved higher. Per the physician, the valve caused the obstruction of the coronary artery, which led to death. If information is provided in the future, a supplemental report will be issued.